Event description:
On (B)(6) 2020 system removal tools were requested to be distributed for a scheduled revision procedure in (B)(6) planned for (B)(6) 2020. Attempts to gather relevant incident information were made, however the reason for the revision procedure and relevant product information (i.e. Part number, lot number, etc.) Were unable to be provided. On (B)(6) 2020 the company received communication that all elective surgeries have been cancelled in canada until further notice. There was no information provided to suggest that the planned revision was due to the device contributing to a serious injury as a result of failure, malfunction, improper or inadequate design, manufacture, labeling or user error.